Manufacturer narrative:
Multiple attempts have been made, however at the time of this report, the instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned and / or if additional information is received.

Event description:
It was reported that during a da vinci si tongue base resection the surgical staff observed two intraoral lesions after the use of the 5mm monopolar cautery instrument. The procedure was successfully completed and no additional patient injury was reported. User facility medwatch report (B)(4) was received on (B)(4) 2011, regarding this event. As of the date of this response, no additional information has been provided from the site, despite making attempts.

Manufacturer narrative:
(B)(4).